Event description:
Toothbrush head keeps falling off. Head is coming off while brushing- oral b [device breakage]. Case narrative: consumer contacted via phone and stated that they had a brush and the toothbrush head kept falling off. They were able to get the head on, but the head came off while they were brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.